Event description:
User facility medwatch report received that states ¿as reported by the edwards field clinical specialist, after successful implant of a sapien 3 ultra resilia valve in a non-edwards surgical aortic (trifecta), a perclose failure occurred. There was no allegation of any edwards device that caused the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).¿

Manufacturer narrative:
D4: the UDI is unknown due to the part/lot number was not provided. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. Without the device returned for analysis and specified failure mode, a conclusive cause for the insufficient information could not be determined. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Related: user medwatch report #mw5149868.